Manufacturer narrative:
Details of the complaint: on (B)(6) 2019, customer at (B)(6) hospital reported the wlan station (qi-430pa sn: (B)(6) ) would not power on. The wlan station was connected to bedside monitor (bsm-3552a sn: (B)(6) ). There was an interruption in monitoring at the cns. Service requested/performed: the unit was cleaned and decontaminated. The model, serial number, and all labels were verified. Physical evaluation: no physical damage nor fluid intrusion. Verify the complaint: unit does not power up problem cannot be duplicated and all transmitted parameters are correctly display on the cns. Possible malfunctioned pcb or part(s): none the unit was tested per the operator's/service manual. The unit completed 24 hours of extended testing and operates to manufacturer's specifications. Investigation conclusion: based on the information provided in the complaint record, the bedside monitor was operating within specifications. No risk assessment is conducted as the reported issue is not suspected to involve a malfunction or deficiency of the device. Additional device information: d11 & c2: the following devices were being used in conjunction with the bsm: cns: model and serial are not known as attempts to obtain information were made, but not provided. Qi-430p: (serial number: (B)(6) ).

Event description:
It was reported that the bedside monitor (bsm) dropped out of network during patient monitoring activities. No consequence or impact to the patient was reported.

Manufacturer narrative:
It was reported that the bedside monitor (bsm) dropped out of network during patient monitoring activities. No consequence or impact to the patient was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. The following devices were being used in conjunction with the bsm: cns no model and serial are not known as attempts to obtain information were made, but not provided qi-430pa (serial number: (B)(4)).

Event description:
It was reported that the bedside monitor (bsm) dropped out of network during patient monitoring activities. No consequence or impact to the patient was reported.